Event description:
Information was received based on review of a journal article titled, "comparative study of tibial posterior slope angle following cruciate-retaining total knee arthroplasty using one of three implants¿ which compared pre and post-operative posterior slope angle (psa) in three groups of patients. The study was conducted over a period of six years (2003-2009) and involved three hundred eighty six cruciate retaining tkas in three hundred eight (308) patients . Groups one and two consisted of three hundred twenty-two (322) cases that involved competitor knee systems. Group three consisted of sixty-four (64) cases involving biomet vanguard cr knees. The journal article reports that postoperative complications occurred in two knees; patellar subluxation occurred in one knee and deep infection developed in the other. The patient with patellar subluxation refused further operative treatment. The case of deep infection (acute haematogenous pattern at 2.5 years) occurred in a patient in group 3 and was treated successfully by two-stage revision.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown; brand name - unknown; catalog number, lot number and expiration date - unknown; date implanted - unknown; date explanted - unknown; initial reporter - the article was written by dae kyung bae, sang jun song, kyoung ho yoon, jung ho noh and seong cheol moon; international orthopaedics (sicot) (2012) 36:755¿760 doi 10.1007/s00264-011-1395-3. G5 - 510k number - unknown h4 - manufacture date ¿ unknown